Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker advised the customer that this device was not repairable due to obsolete parts. The customer has received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.